Event description:
It was reported that the handpiece overheated during a routine maintenance visit at the account. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor bearing and lower bearing stuck in the motor. The motor, press plug, and rotor bearing were each replaced along with other components. Service repaired and returned the device to the customer.